Event description:
Safety ventilation with alarms tf 341009, tf 346054, tf 385002.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. Based on the course of events, observations and instrument logs, the device entered suddenly into safety mode during ventilation due to an unknown technical issue. The root cause for the failure could not be determined until closure of this cer and is subject to further investigation. The device remained under observation. At the reported date of the event, software version sw 2.0.5 was installed on the device. By the time of the occurrence of cer 101002 the software had been updated to version sw 2.0.9. There was no direct indication whether this was a contributing factor in correcting the initial technical problem, but no further cer was registered for the identified root cause following the subsequent software updates.